Manufacturer narrative:
(UDI) are unknown; no further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not recognize coupling with the cassette; to resolve the issue, the device was replaced with a spare unit available at the patient home. No patient injury reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was received. Visual inspection performed and the dso sensor was found defective. The customer reported issue was duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.